Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements resulting in a lead safety switch. A device change out procedure/lead revision was scheduled. However, during the procedure, when the physician performed the venogram, it was determined that the vein was occluded. The physician elected to refer the patient to another hospital for the lead revision and generator change out. No additional adverse patient effects were reported. This device system remains in service. Further information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements resulting in a lead safety switch. A device changeout procedure/lead revision was scheduled. However, during the procedure, when the physician performed the venogram, it was determined that the vein was occluded. The physician elected to refer the patient to another hospital for the lead revision and generator changeout. No additional adverse patient effects were reported. This device system remains in service.